Event description:
It was reported that the device had error code 110.6021 after flashing. There was no patient involvement.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation in this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Manufacturer narrative:
Correction: annex b: b21 annex c: c21 annex d: d16 additional information: annex a: a26 annex g: g07002 annex b: b17. Annex c: c20. Annex d: d15.

Event description:
It was reported that the device had error code 110.6021 after flashing. There was no patient involvement.